Event description:
The patient reportedly experienced sound quality issues and a decrease in performance with her device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. The patient's cii device was explanted.